Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. Inspection of the downloaded and patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the unexposed soft cannula. This tear resulted in a leak. The needle mechanism assembly showed some corrosion and discoloration on the mechanism spring and mechanism rails respectively; no other damages or deficiencies were observed. The corrosion and discoloration can be attributed to the unexposed soft cannula leak. The drive mechanism assemblies showed no damages or deficiencies that would prevent normal operation of the pod. The unexposed soft cannula tear and resulting leak can be confirmed as the cause for insulin delivery failure. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 380 mg/dl.